Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. It was reported that the patient had an endoleak at one month post implant and the physician decided to place another manufacturer¿s stent and the endoleak was resolved. The endoleak showed up again at six to nine months post implant at top of the gate and the aneurysm was 5.05 cm in diameter at this time. No intervention was done and the physician decided to perform an angiogram at a later date and place a cuff if an endoleak is seen. The aneurysm sac was not growing. When the patient was re-evaluated the decision was made to place two endurant stent grafts, a 16x13x93 on the right and a 16x20x156 to the level of the hypogastric artery on the left. The endurant stent grafts were placed approximately 2cms above the flow divider just distal to the bare metal stent from another manufacturer and simultaneously post dilated. No endoleaks were seen. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine. Review of a short film on video showed that the ipsilateral limb was on the right side. An endoleak was seen on the anterior surface; between the flow divider and the gate. The precise location and type of endoleak could not be determined from this image. A video after limb relining showed that the endoleak appeared to have resolved.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Conclusion: endoleak.